Event description:
Calaxo screw broke at the head upon insertion while the surgeon was attempting to bury the head. The screw is still in the patient. The site was prepared using a 7mm tap. The patient was noted as being young and having hard bone.